Manufacturer narrative:
Section d6a: implant date was inadvertently added in the initial report but is not applicable for this device. Manufacturer's investigation conclusion. The reported event of atypical power cable disconnect and no external power alarms was confirmed via log file analysis. A review of the event log files contained data spanning approximately 3 days (10mar23 ¿ 11mar23, 16mar23 per timestamp). Starting 11mar23 at 12:30:40, atypical power cable disconnect alarms activated due to the relative state of charge (rsoc) and bus voltages of the white power cable dropping. The bus voltage dropped and remained at ~0v. Additional to the atypical power cable disconnect alarms, atypical no external alarms also activated when the black power cable was disconnected from the controller while the white power cable was connected to power. The voltage issue did not resolve in the log file. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Visual inspection revealed broken off positive and negative power line pins on the white power cable connector. The system controller was connected to a test power module, system monitor, and mock circulatory loop. Atypical power cable disconnect alarms, associated with the white power cable, were active. In addition, no external power alarms activated when the black power cable was disconnected despite the white power cable being fully connected. The power cables were exchanged with test power cables and the issue resolved. The system controller underwent further functional testing with the test cables and passed without issue. The controller was connected to a mock circulatory loop and operated the system for an extended period of time. A root cause for the reported event was determined to be due to the broken pins on the white power cable connector; however, the root cause of the broken pins could not be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿guidelines for power cable connectors¿ indicates how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-01747. It was reported that the patient went to the emergency room for a loss of power: the controller was blinking with an alert to connect power to the white power cable. The cable was already fully connected. A visual inspection found no broken pins and the patient's batteries were fully charged. According to the patient, a nurse at the rehab center pulled on the black and white rubber connector attached to the base of the controller. This damaged the mobile power unit (mpu) and the controller. When disconnecting the white power cable there was no issue, however, disconnecting the black power cable triggered a no external power alarm. The controller and mpu were exchanged without problem, which the patient tolerated well. A review of the log file revealed several odd power cable disconnect and no external power alarms that appeared to be related to the white power cable.